Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after receiving multiple inappropriate shocks. Upon interrogation, the implantable cardioverter defibrillator misinterpreted a supraventricular tachycardia with aberrancy as a ventricular tachycardia, which resulted in the inappropriate shocks. Programming changes were made. There were no patient consequences.